Event description:
It was reported through a medtronic representative that the device was explanted due to an infection and erosion of the device pocket site. No further information has been made available from the hcp.

Manufacturer narrative:
Final device analysis results revealed no significant anomalies found. The ipg was found to be functionally okay. If further information has been requested from the hcp but has not been received at this time. If further information is received, a follow-up medwatch report will be sent.